Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-jan-2019. This spontaneous case was reported by a physician and describes the occurrence of pain ("ache in body") in a female patient who had essure (batch no. 50711008) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: essure sterilization was performed without problems. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pain (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of abdomen"), menstrual disorder ("menstrual bleeding disorder"), rash ("rash in neck, elbows, knees"), ovulation pain, urinary incontinence ("urinary incontinence"), urine odour abnormal ("smell of the urine"), genital odour ("smell of genital area"), feeling abnormal ("brain fog"), memory impairment ("deterioration of memory"), disturbance in attention ("loss of concentration"), apathy ("initiative weaken/unwillingness"), fatigue ("fatigue/tiredness"), muscular weakness ("weakness of muscles in foot"), hypoaesthesia ("numbness of hands"), palpitations ("feeling of tachycardia"), visual impairment ("vision worsen"), eye swelling ("swelling of eyes"), arthralgia ("joint pain in extremities"), muscle fatigue ("feeling of tired lower back"), muscle twitching ("vibration of muscles on face when going to sleep"), abdominal discomfort ("upset stomach"), vitamin b12 deficiency ("lack of b12 vitamin"), hot flush ("hot flushes") and hyperhidrosis ("sweating") and was found to have weight increased ("weight increase") and blood glucose increased ("elevated blood sugar values"). In 2016, the patient experienced hyperthyroidism ("hyperthyroidism reoccurred"). The patient was treated with surgery (laparoscopic fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the pain, abdominal distension, menstrual disorder, rash, ovulation pain, urinary incontinence, urine odour abnormal, genital odour, feeling abnormal, memory impairment, disturbance in attention, apathy, fatigue, muscular weakness, hypoaesthesia, palpitations, visual impairment, eye swelling, arthralgia, muscle fatigue, weight increased, muscle twitching, abdominal discomfort, hyperthyroidism, vitamin b12 deficiency, blood glucose increased, hot flush and hyperhidrosis outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, apathy, arthralgia, blood glucose increased, disturbance in attention, eye swelling, fatigue, feeling abnormal, genital odour, hot flush, hyperhidrosis, hyperthyroidism, hypoaesthesia, memory impairment, menstrual disorder, muscle fatigue, muscle twitching, muscular weakness, ovulation pain, pain, palpitations, rash, urinary incontinence, urine odour abnormal, visual impairment, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: symptoms started after essure sterilization. Patient was at physician´s appointment in polyclinic on (B)(6) 2018 and she was put on queue to have essure removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 09-jan-2019. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a physician and describes the occurrence of pain ("ache in body"), uterine haemorrhage ("abnormal uterine bleeding") and uterine prolapse ("uterine prolapse") in a female patient who had essure (batch no. 50711008) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism, hypertension and menopausal symptoms. Essure sterilization was performed without problems. In 2013, the patient experienced pain (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of abdomen"), menstrual disorder ("menstrual bleeding disorder"), rash ("rash in neck, elbows, knees"), ovulation pain ("ovulation pain"), urinary incontinence ("urinary incontinence"), urine odour abnormal ("smell of the urine"), genital odour ("smell of genital area"), feeling abnormal ("brain fog"), memory impairment ("deterioration of memory"), disturbance in attention ("loss of concentration"), apathy ("initiative weaken / unwillingness"), fatigue ("fatigue / tiredness"), muscular weakness ("weakness of muscles in foot"), hypoaesthesia ("numbness of hands"), palpitations ("feeling of tachycardia"), visual impairment ("vision worsen"), eye swelling ("swelling of eyes"), arthralgia ("joint pain in extremities"), muscle fatigue ("feeling of tired lower back"), muscle twitching ("vibration of muscles on face when going to sleep"), abdominal discomfort ("upset stomach"), vitamin b12 deficiency ("lack of b12 vitamin"), hot flush ("hot flushes") and hyperhidrosis ("sweating") and was found to have weight increased ("weight increase") and blood glucose increased ("elevated blood sugar values"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced hyperthyroidism ("hyperthyroidism reoccurred"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal spotting (post menstrum)"). The patient was treated with surgery (hysterectomy and laparoscopic fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the pain, uterine haemorrhage, uterine prolapse, abdominal distension, menstrual disorder, rash, ovulation pain, urinary incontinence, urine odour abnormal, genital odour, feeling abnormal, memory impairment, disturbance in attention, apathy, fatigue, muscular weakness, hypoaesthesia, palpitations, visual impairment, eye swelling, arthralgia, muscle fatigue, weight increased, muscle twitching, abdominal discomfort, hyperthyroidism, vitamin b12 deficiency, blood glucose increased, hot flush, hyperhidrosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, apathy, arthralgia, blood glucose increased, disturbance in attention, eye swelling, fatigue, feeling abnormal, genital odour, hot flush, hyperhidrosis, hyperthyroidism, hypoaesthesia, memory impairment, menstrual disorder, muscle fatigue, muscle twitching, muscular weakness, ovulation pain, pain, palpitations, rash, urinary incontinence, urine odour abnormal, uterine haemorrhage, uterine prolapse, vaginal haemorrhage, visual impairment, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: symptoms started after essure sterilization. Patient was at physician´s appointment in polyclinic on (B)(6) 2018 and she was put on queue to have essure removed. Essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 09-jan-2019. The most recent information was received on 14-jan-2019. This spontaneous case was reported by a physician and describes the occurrence of pain ("ache in body"), uterine haemorrhage ("abnormal uterine bleeding") and uterine prolapse ("uterine prolapse") in a female patient who had essure (batch no. 50711008) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism, hypertension and menopausal symptoms. Essure sterilization was performed without problems. In 2013, the patient experienced pain (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of abdomen"), menstrual disorder ("menstrual bleeding disorder"), rash ("rash in neck, elbows, knees"), ovulation pain ("ovulation pain"), urinary incontinence ("urinary incontinence"), urine odour abnormal ("smell of the urine"), genital odour ("smell of genital area"), feeling abnormal ("brain fog"), memory impairment ("deterioration of memory"), disturbance in attention ("loss of concentration"), apathy ("initiative weaken / unwillingness"), fatigue ("fatigue / tiredness"), muscular weakness ("weakness of muscles in foot"), hypoaesthesia ("numbness of hands"), palpitations ("feeling of tachycardia"), visual impairment ("vision worsen"), eye swelling ("swelling of eyes"), arthralgia ("joint pain in extremities"), muscle fatigue ("feeling of tired lower back"), muscle twitching ("vibration of muscles on face when going to sleep"), abdominal discomfort ("upset stomach"), vitamin b12 deficiency ("lack of b12 vitamin"), hot flush ("hot flushes") and hyperhidrosis ("sweating") and was found to have weight increased ("weight increase") and blood glucose increased ("elevated blood sugar values"). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced hyperthyroidism ("hyperthyroidism reoccurred"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal spotting (post menstrum)"). The patient was treated with surgery (hysterectomy and laparoscopic fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the pain, uterine haemorrhage, uterine prolapse, abdominal distension, menstrual disorder, rash, ovulation pain, urinary incontinence, urine odour abnormal, genital odour, feeling abnormal, memory impairment, disturbance in attention, apathy, fatigue, muscular weakness, hypoaesthesia, palpitations, visual impairment, eye swelling, arthralgia, muscle fatigue, weight increased, muscle twitching, abdominal discomfort, hyperthyroidism, vitamin b12 deficiency, blood glucose increased, hot flush, hyperhidrosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, apathy, arthralgia, blood glucose increased, disturbance in attention, eye swelling, fatigue, feeling abnormal, genital odour, hot flush, hyperhidrosis, hyperthyroidism, hypoaesthesia, memory impairment, menstrual disorder, muscle fatigue, muscle twitching, muscular weakness, ovulation pain, pain, palpitations, rash, urinary incontinence, urine odour abnormal, uterine haemorrhage, uterine prolapse, vaginal haemorrhage, visual impairment, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: symptoms started after essure sterilization. Patient was at physician´s appointment in polyclinic on (B)(6) 2018 and she was put on queue to have essure removed. Essure removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure removal questionnaire was received. Added patient¿s initials, date of birth, height and weight. Added events vaginal haemorrhage, uterine haemorrhage and uterine prolapse. Added medical history events menopausal symptoms, hypertension, hyperthyroidism. Update of FDA patient problem codes. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.